Event description:
During the evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013 at 22:41:02. During night drain cycle two, the patient's ultrafiltration reading was 1983ml, indicating the home patient (hp) drained 1983ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The iipv event was confirmed through an event history log review. The cause was a false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including the I-drain. The homechoice apd systems patient at-home guide describes the procedure for bypassing a low drain volume alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.